Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the touch screen was faulty and it was further noted that no stylus was returned with the programmer. Analysis did find that the upper hinge display plate was cracked, the upper and lower display hinges were worn, the bullets of the display hinges were cracked, an error was found in the software updates, both keyboard hinges were cracked and that the device failed during its final test on a loose automatic gain control (agc) signal. A stylus was added and calibrated, all found defective parts were replaced, as was the link electronic module board, software was installed and hardware was updated and it passed its electrical safety test and all final functional and systems tests. (B)(4)

Event description:
It was reported that the touch screen was faulty. The programmer was returned for service. No patient complications have been reported as a result of this event.